Event description:
It was reported that log files were submitted for evaluation concerning alarms while connected to mobile power unit (mpu) power. The patient had been hearing alarms while attached to the mpu on (B)(6)2024. Additional information was received that the patient¿s family noted beeping coming from the system controller intermittently, with no alarms displayed via lights or screen which had been increasing in frequency over the last month. The periodic log file recorded 3 emergency backup battery (ebb) use counts between (B)(6)2024 23:02:52 through (B)(6)2024 23:02:49. There were no unusual events recorded in the event log file history during its history, 21oct2024 at 13:10:10 through 22oct2024 14:31:47. The patient was seen in clinic and had audible alarms when the white system controller power cable was connected to power module, however the patient had no alarms displayed on interrogation. The mobile power unit (mpu) was exchanged and the alarms did not resolve. It was also noted that there was a bend in the proximal white power cable, which produced audible alarm when manipulated. The system controller was exchanged in clinic. No audible or visual alarms were noted following the exchange. There were no unusual events recorded in the event log file history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of the system controller alarming and the backup battery use count increasing were confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and log files were submitted for review. A review of the submitted (20241022_024708 & 20241120_115351) and downloaded (dc181528) periodic log files showed overlapping events spanning approximately 72 days (09sep2024 - 20nov2024 per timestamp). Backup battery use count increases were observed in the log file. The periodic log file records as set intervals rather than the onset of an event, therefore the cause of the backup battery use count increase was not captured. There were no notable alarms or events in the log files. Pump operation was not affected. The heartmate 3 system controller was connected to a mock loop, test power module, and test system monitor. Upon manipulation of the power cables, a continuous audible alarm became active. The system controller power cables underwent continuity testing and increased resistance was identified in several underlying wires. The outer jacket of the dual power cables was removed, and several wires were found to be severely damaged within both cables. The power cables were replaced with test power cables. The system controller was reconnected to a mock pump loop and was able to support pump function for an extended duration without any alarms becoming active. The root cause for the system controller alarming was conclusively determined to be due to wire fatigue within the power cables; however, a root cause for the damage to the power cables and the backup battery use count increase was unable to be conclusively determined through this investigation. During investigation of the returning system controller, the outer jackets of the cables were removed, and fluid ingress was observed in both power cables. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev c) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes care of the dual power leads which should not be bent, twisted or kinked in anyway. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.